Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate the patient was revised to address severe pain. Upon revision there was a moderate amount of brown inflammatory tissue within the joint. It was noted that there was no evidence of adverse soft tissue reaction. Update 13 jan 2020: (B)(4) has been re-opened under (B)(4) due to receipt of pcf and medical records. After review of medical records patient was revised to addressed painful left total hip arthroplasty with synovitis, metallosis and trochanteric bursitis. Operative notes indicated pain, inflammatory reaction, stress reaction. Added medical history, law firm, account name, age of patient, associated contacts, expiration date of head, gtin of head, liner and apex hole eliminator. Doi: (B)(6) 2004. Dor: (B)(6) 2013, left hip.